Event description:
At 1955 patient developed ventricular fibrillation. At 1957 attempted defibrillation - no shock was delivered and the screen shut off. At 2002 attempted defibrillation - no shock delivered and the screen shut off. A second defibrillator was connected to the same pads; shock was delivered. Resuscitation efforts continued but CPR was discontinued at 2029. Pronounced dead at 2030. Outcome of the event may not have been different if the first defibrillator had not malfunctioned but there was a delay of care as a result of the malfunction.